Event description:
Customer called in asking about his warranty and medicare issues. During the call, he stated that he was hospitalized a while back for lows, but did not have any information. Customer stated he would call back later with more information. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.